Event description:
The manufacturer became aware of an allegation that an end user experiences a buzzing noise from a cochlear implant in left ear while wearing the dreamwisp nasal mask with magnetic clips. There was no report of patient harm or injury. There was no report of medical intervention. No product will be returned for investigation. The manufacturer will continue to monitor complaints for similar issues. The manufacturer concludes no further action is needed at this time.

Manufacturer narrative:
Not returned to manufacturer.